Manufacturer narrative:
Information unknown/ not provided. Per regulation (B)(6) (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided. Implant date: implant date does not apply because the lens was removed during the same procedure. Explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lead haptic of the intraocular lens (iol) came out of the applicator so that it injured the capsule. The lens was inserted and removed during the same procedure and was exchanged for a sulcus lens. The patient is fine and there were no complications. No further information was provided.